Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd¿ general use sterile hypodermic needle was having flow issues giving resistance during use. No harm caused, but there was about a 5 minute delay in procedure. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: no sample available for evaluation. Qn review: no notifications were written for this batch, nor for the associated assembly batch. DHR review: assembly batch 7201645 had 67 visual inspections performed on (B)(4) parts with zero defects noted. The ID inspection system was challenged 36 times using (B)(4) parts with zero failures recorded. Investigation conclusion: since, an investigation could not be performed bd was unable to determine a possible root cause or identify any corrective actions needed.